Event description:
A report was received that the patient will undergo explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the explant was due to the patient who had not used the device as the pain completely went away. Additional suspected medical device components involved in the event: model #: sc-2158-70, serial/lot #: (B)(4), description: linear lead with enhanced stylet, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo explant procedure for unknown reason.